Event description:
Boston scientific received information that this right ventricular lead displayed high out of range impedance measurements. During a follow up visit, normal impedance measurements were revealed. No programming changes were made. According to available information, this lead remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this lead remains implanted and in service. Should additional information become available, this event will be updated.